Event description:
Patient reported menu button is defective and display is scratched on infusion device. No additional information was provided. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.